Event description:
The customer reported experiencing a high blood glucose (bg) event, although the specific cause was unknown. The customer administered a correction bolus using the pump, and the control iq feature was active at the time of the high bg event. The customer did not require third-party assistance, and there were no frequent or recurring high bg episodes. Technical support recommended consulting a healthcare professional to discuss potential factors affecting the bg levels, and the customer acknowledged this advice.